Event description:
It is reported that prior to a percutaneous coronary intervention procedure, a hair was found on the sterile device. When opening the 1.25mm rotalink plus, a hair was located in the plastic tray that the device is packaged in. The procedure was successfully completed with another of the same device. The device had no contact with the patient.

Manufacturer narrative:
(B)(6). The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).